Event description:
Misuse of product customer states they connected cable to wrong port on light source so realized their error but caused patient burn.

Manufacturer narrative:
"Carefusion medical device complaints were previously handled by cardinal health under a transitional service agreement from (B)(6) 2009 until (B)(6) 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with the federal codes of regulation." The device was not received for evaluation. An attempt to contact the end user/customer for more information was made, and the customer could not be reached. A lot number was not provided and the device was not available for evaluation, a DHR review could not be performed. Root cause: user error - use of the incorrect light cable size, product labeling states that the device is for use with a 3.5mm fiber-optic cable only. Historical corrective action summary: in (B)(6) 2009 every customer with record of purchase of the subject device from (B)(6) 2007 - (B)(6) 2009 was provided with a marketing bulletin concerning the proper care, handling and use of these devices, particularly the need to use the device with a 3.55mm sized cable only. In addition, each customer was provided with a supplemental IFU (see item #3 below for details). In (B)(6) 2009 a training program was administered to all sales representatives of the company engaged in selling these devices to enable appropriate customer support and in-service, as appropriate. Creation of a supplemental IFU for inclusion in the device labeling beginning in (B)(6) 2009, followed by a fully updated and six language translated IFU issued in (B)(6) 2009. These ifus were updated to include a warning statement to ensure the use of the proper 3.5mm fiber optic cable with the device and included several caution statements highlighting the proper use and care of the device. (B)(4)